Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the capsule tore. The product will not be returned for investigation. Additional information has been requested.